Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
A copy of an article from journal of refractive surgery; 2024, was found regarding "immediate sequential bilateral implantable collamer lens surgery is safe and effective". The article involved 508 eyes of 254 patients, who underwent bilateral same day surgery with implantable collamer lenses. Post-op, there were minor adverse events of early cataract formation (1 case); secondary toric icl rotation (3 cases); and icl exchange due to inappropriate vaulting (6 cases). Additional information has been requested but none has been forthcoming.